Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, extra-uterine pregnancy and appendectomy. No concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("swelling") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, swelling and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal and swelling to be unrelated to essure. The reporter commented: essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Date of sample received at quality unit 2020-11-13. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, extra-uterine pregnancy and appendectomy. No concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("swelling") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, swelling and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal and swelling to be unrelated to essure. The reporter commented: essure was removed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.